Manufacturer narrative:
The device was returned for eval of battery not holding charge. When the device was opened on (B)(6) 2013, fluid ingress was found. Electrical components were damaged including the power supply, ac filter and distribution pcb. Device was cleaned, repaired and upgraded to the current fluid ingress remediation. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "battery not holding charge." No pt/operator injury reported.